Manufacturer narrative:
The device was returned to olympus for inspection and reportable malfunctions were found. Based on the results of the investigation, the most probable cause of the failures was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited burnt distal end cap and blurry image. There was no patient involvement.